Event description:
It has been reported to philips that the system could not turn on. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the pdu fan tray and dcps which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system log file cannot confirm the malfunction. Upon troubleshooting actions, fse discovered a flaw in the board unit that relays the 400v voltage from the transformer at the power supply's source to various system components. The defective pdc fan tray and dcps were returned for analysis, and it was concluded that the failed component was a 24v power supply. Fse replaced the pdu fan tray and dcps. After replacement, the system was returned to use in good working order.the codes were updated based on the investigation outcome.